Manufacturer narrative:
Further information was requested but not received. UDI not available as product manufactured before 9/24/2014.

Event description:
Related manufacturer reference number: 2938836-2019-12475. It was reported that ventricular and atrial leads were explanted. Unspecified malfunction was noted on both leads. No further information available.

Event description:
New information received indicated that the lead exhibited poor sensing and there was no capture. There were no complications during the procedure; patient was fine.

Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.